Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient; product ID 3889-28, lot# va0t9ex, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was working the same as or less than the trial. The patient had a urinary tract infection (uti) before the trial and had to take 3 rounds of antibiotics. The patient was also on a heavy dose of polyflex after phase 1 and after phase 2. The patient thought they had affected their metabolism, which was why the device didn¿t seem effective. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3007566237-2015-00874 for the patient's trial issues.